Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a wavewriter and an artisan paddle was added. The explanted device will not be returned despite good faith efforts.